Event description:
An overinfusion occurred on a pca ii pump while infusing an unk medication to a pt. Customer reported that the pca ii pump was set to deliver 6mg in 1 hour and administered 8 mg in 1 hour instead. No pt injury or intervention reported. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt demographics, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the service event.